Manufacturer narrative:
(B)(4)

Event description:
The customer alleges the md was performing the procedure according to the IFU. Then the middle of the catheter was cut off. Therefore, md could not proceed with the product, and the same product was used without any abnormality.

Manufacturer narrative:
(B)(4). The customer returned a 7fr ptd catheter for evaluation. The catheter was returned with the ptd catheter (including the basket) separated from the sheath. The catheter was separated into two pieces and showed evidence of use. Visual examination of the cable revealed the solid proximal portion of the ptd catheter cable had separated from the torque cable within the sheath. The sheath was severely kinked at what appears to be the location of the separation. Both pieces were examined under magnification. Microscopic examination of both broken ends revealed twisted and deformed/stretched cable wires indicating a break due to excessive force and/or stretching. The end of a guide wire (not teleflex product) was visible protruding from the distal end of the ptd basket assembly. No other kinks were observed in the sheath assembly or torque cable assembly. Evidence of use in the form of dried blood was observed in the ptd basket. The major kink in the sheath was located 40 mm from the catheter hub assembly. The torque cable was separated 577 mm from the basket connector and the solid cable was separated 125 mm from the proximal end. The solid cable was able to be inserted through the proximal end of the catheter hub assembly and advanced as far as the kink in the sheath. The catheter body was able to be inserted into the distal end of the sheath and advanced as far as the kink in the sheath. Therefore, the kink in the sheath is consistent with the damage to the catheter body. A device history record review was performed on the ptd catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment. It cautions that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. The IFU also instructs the user to remove the guidewire before beginning the thrombo lysis procedure. The reported complaint of the ptd catheter cable separation was confirmed through visual examination of the returned sample. The ends of the catheter cables were twisted, stretched and separated just below the catheter cannula and twist marks were observed in the sheath body at the same location. Therefore, based on the condition of the sample, the time of discovery and the information provided, it was determined that operational context caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer alleges the md was performing the procedure according to the IFU. Then the middle of the catheter was cut off. Therefore, md could not proceed with the product, and the same product was used without any abnormality.